Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). Visual and dimensional inspections were performed on the returned device. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion located in the distal left anterior descending coronary artery that was mildly tortuous and heavily calcified and 80% stenosed. An nc trek 2.75 x 12 mm balloon dilatation catheter (bdc) was advanced to the lesion but resistance was felt and the device not cross. When the bdc was removed, the delivery system catheter proximal shaft was noted to be separated. Another device was used to complete the procedure and upon completion of the procedure, the lesion was 20% stenosed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.